Event description:
The package of the retrieval system was opened on the sterile field. The bag was found to not be attached to the metal hoop. Another incident like this one occurred approximately 2 weeks before this event involving another applied medical retrieval system. That device had the same catalog and lot numbers. Per staff, the device would not work properly during the procedure. Another device had to be used. No patient harm.